Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberte (mr) stent delivery system was returned. Contrast was visible in the distal and midshaft of the device which is consistent that the device was prepped for a procedure. It was determined that the stent had damage at the distal end with the first row of struts extending back up to 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a coronary artery treatment procedure stent damage occurred.the lesion being treated was located in the proximal right coronary artery. When unpacking the 3.50x28mm taxus liberte stent, prior to use, the physician observed that the proximal edge of the stent was flared. The procedure was completed with a different device. There was no patient injury or complication reported and the patient status is listed as good.

Event description:
It was reported that prior to a coronary artery treatment procedure stent damage occurred. The lesion being treated was located in the proximal right coronary artery. When unpacking the 3.50x28mm taxus liberte stent, prior to use, the physician observed that the proximal edge of the stent was flared. The procedure was completed with a different device. There was no patient injury or complication reported and the patient status is listed as good.